Event description:
Literature was reviewed regarding a patient who had undergone transcatheter aortic valve implantation (tavi) with a 26 mm medtronic corevalve. The patient presented with structural valve deterioration of the corevalve (mean gradient of 45 mmhg) nine years after tavi. The authors stated redo-tavi was considered high risk of coronary obstruction due to sinus sequestration (ostia of both coronaries below pinned leaflet height of corevalve, effaced sinuses of valsalva, and ultranarrow valve-to-coronary distance). Additionally, commissural alignment of the corevalve and both coronaries was noted to be unfavorable. Considering the patient¿s high surgical risk and comorbidities, redo-tavi was performed. During the procedure, stents were positioned through the corevalve stent frame into the left and right coronary arteries to prevent coronary obstruction. Subsequently, a 23 mm non-medtronic transcatheter valve (myvalve) was implanted valve-in-valve in the corevalve. Immediately after valve deployment, the stents were placed in the left and right coronary arteries with minimal protrusion. Post-procedural computed tomography showed the stents through the corevalve frame without deformation. No additional adverse patient effects were noted.

Manufacturer narrative:
Citation: chen yh, et al. Redo-transcatheter aortic valve implantation in a patient at high risk of coronary obstruction due to sinus sequestration. European heart journal. (B)(6) 2023 ;ehad164. Doi: (B)(6) /eurheartj/ehad164. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.